Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had leaked during peritoneal dialysis therapy. The patient stated that the location of the leak was from where the patient line tubing connected to the patient connector. The patient noted a pin hole in the patient line. The leak was noted after they connected to the set up and started the initial drain. The patient felt some wetness on the patient line and then saw air bubbles in the line where it was leaking. They ended the therapy and started over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the hole that led to the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. The device was returned for evaluation. A visual inspection was conducted using magnification. Functional testing performed which included leak testing, clear passage test, clamp function test and device-device interaction testing (simulated use). The device was determined to not meet product specification for the reported issue of a leak. The leak was verified during the visual and functional testing. The cause of the leak was determined to be due to damage in the tubing of the patient line at the connector site (small hole). A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.